Manufacturer narrative:
The system was examined. The company representative indicated the system meets product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a separation of corneal tissue layers on the primary incision during laser assisted cataract surgery. The surgeon believes it is due to the laser system not treating the endothelium layer. Additional information received; the patient may require additional treatment.